Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear was observed in the base of cusp 2, fibrous pannus ingrowth was found on the outflow surface of cusps 1 and 2, and a thin layer of fibrin was found on the inflow and outflow surfaces of cusps 2 and 3. Focal thinning and loss of collagen fibers was observed in cusp 2. No acute inflammation was observed and special stains were negative for organisms. No evidence was found to suggest the cause of the cusp tear, pannus, fibrin, thinning and loss of collagen fibers was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the patient presented to the emergency room with syncope due to mitral regurgitation (mr) caused by infective endocarditis. A mitral valve replacement (mvr) was performed and this 31mm epic valve was implanted. For approximately 2 months following surgery, antibiotics were administered for the treatment of the endocarditis. Approximately one year after the mvr, an aortic valve replacement was performed and a carpentier-edwards perimount magna ease aortic heart valve was implanted in the patient's aortic position. The postoperative course was uneventful. On (B)(6) 2016, at the routine follow-up, an echocardiogram revealed grade 2 mr but the patient was reportedly asymptomatic. On (B)(6) 2016, at the routine follow-up, an echocardiogram revealed grade 4 mr and a fluttering linear object, which appeared to be either a torn cusp or vegetation, was confirmed inside of the mitral annulus on the aortic side. However, the patient was still asymptomatic. No anomalies were reported on the aortic valve. On (B)(6) 2016, re-do mitral valve replacement was performed. This epic valve was explanted and a 31mm sorin bileaflet mechanical heart valve was implanted in the mitral position. The edwards valve remains implanted in the aortic position. The patient is in stable condition postoperatively. There were no findings of confirmed infective endocarditis. No additional information is expected.